Manufacturer narrative:
(B)(4); the ts consultant also discussed that the magnet reset is not an unusual occurrence due to exposure to cold temperatures. Information was received from the field that the product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away while hospitalized in the intensive care unit. No reported allegations that the s-ICD was in any way involved with the patient's death. The field representative was called to the morgue to interrogate the device; however, telemetry was not able to be established in the morgue. Boston scientific technical services (ts) was contacted and provided instructions on how to perform a magnet reset. This was performed, and the s-ICD was successfully interrogated. A review of the recorded episodes found two non-treated and one treated episodes recorded on the day of the patient's death. A full memory download was performed and sent to ts for further review. A ts consultant reviewed the data and discussed the observations. The first episode (untreated) showed a nonsustained vt type rhythm at 160 bpm that transitioned to a wide qrs complex, which caused oversensing. The device charged, but therapy was diverted due to a slower rate and the discriminator algorithm. The second episode showed a very slow escape rhythm leading to a polymorphic morphology that was oversensed and resulted in subsequent delivery of one shock. The shock impedance measurement was 51 ohms. The third episode (untreated) showed a wide complex polymorphic rhythm with r-wave amplitudes dramatically decreasing. This caused oversensing and the device charged but no shock was delivered. The battery status was good with 77% longevity remaining and the automatic capacitor reformations performed since implant yielded normal measurements. The device was functioning normally and as designed. The field representative reported that there were no allegations made by the physician against the functionality of the device or that it caused or contributed to the patient's death.